Event description:
Customer claims that during set-up, the alarm has power, but no alarm tone when pressure is taken off the sensor pad. The alarm was tested with a working sensor and new batteries. There was no patient incident or injury reported.

Manufacturer narrative:
(B)(4). Evaluation results - evaluation for the returned product shows when tested the alarm powered on, but there is no alarm tone when pressure is taken off of the sensor pad. (B)(4).